Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump display was blank. Customer blood glucose reading was 195 mg/do. Troubleshoot was performed. Customer's mother was not calling back after receiving a new battery cap. The screen had condensation but the insulin pump was not exposed to moisture. Customer stated there was no physical damage on the insulin pump. Customer's mother was advised to remove the battery for 10 minutes and reinsert it. Customer was advised to discontinue use of the pump and revert to backup plan per healthcare provider instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with blank display due to moisture damage electronic assembly. No moisture damage motor assembly. Unable to perform functional test due to blank display. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.